Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total delamination of valve, flat creases, wear abrasion and one curved opening. Leak test and microscopic analysis was performed which identified: total delamination of valve and one striated opening. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening striated in the side posterior assessed as surgical damage.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.